Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's partner reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 49 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided. The device failed the audio test during the call. The customer was using the auto mode feature during the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.